Event description:
It was reported that the patient's pacemaker exhibited inappropriate auto mode switch. Upon review blanked p-waves were noted. The device was reprogrammed successfully. The patient was asymptomatic throughout.